Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error alarm (variable 3) was present in the pump trace download and pump error alarm (variable 3) alarmed during self-test due to broken trace at u1 pin 1 (vdd) on keypad assembly. Unable to verify audio/absence of alarm due to pump error alarm.

Event description:
It was reported insulin pump had an audio issue. Customer stated that the audio issue was confirmed during the call. The customer¿s blood glucose during the incident was 59 mg/dl. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.